Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during the fill cycle. The caregiver (cg) stated she needs to start the home patient's therapy over, because she accidently disconnected him and dropped the patient line on the floor. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.